Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the image shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the image. In addition, our technician confirmed that the objective lens cracked, the lcb distal cover glass cracked, the light guide cable crushed, the insertion flexible tube leak, the insertion flexible tube cut, and the distal body worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).